Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient was treated earlier in the day for acute stroke in the right internal carotid artery with mechanical thrombectomy. The patient did well initially. Later that day, the patient developed new symptoms of left-sided weakness and magnetic resonance angiography suggested distal areas of acute stroke, which were not believed to be previously present, and additionally potential re-occlusion of the internal carotid artery or at least severe stenosis. Angiography revealed severe flow limiting stenosis of the supraclinoid section of the left internal carotid artery. Angioplasty with the balloon catheter (subject device) was performed and flow improved markedly. A dissection flap was noted and it was limiting flow; therefore, reopro was administered and a stent was placed. Improvement in the caliber and flow was reported. No further information is available.

Manufacturer narrative:
The device history record review could not be performed because the lot number of the device is not known. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient was treated earlier in the day for acute stroke in the right internal carotid artery with mechanical thrombectomy. The patient did well initially. Later that day, the patient developed new symptoms of left-sided weakness and magnetic resonance angiography suggested distal areas of acute stroke, which were not believed to be previously present, and additionally potential re-occlusion of the internal carotid artery or at least severe stenosis. Angiography revealed severe flow limiting stenosis of the supraclinoid section of the left internal carotid artery. Angioplasty with the balloon catheter (subject device) was performed and flow improved markedly. A dissection flap was noted and it was limiting flow; therefore, reopro was administered and a stent was placed. Improvement in the caliber and flow was reported. No further information is available.